Event description:
A patient reported experiencing inaccurate low results with a one touch basic original meter. The patient's blood glucose results were 46 mg/dl (meter), 110 mg/dl (lab). Tests were done within 30 minutes with a difference of 52 mg/dl. Patient did not experience any adverse events. No further information has been reported.